Manufacturer narrative:
Sections have been corrected based on medical records received for the patient. Based on review of the medical records this event is no longer considered reportable. (B)(6) female underwent successful tavr by ta approach. She had a history of atrial fibrillation with incomplete rbbb; preop EKG confirms afib with incomplete rbbb. Post procedure EKG showed afib with ¿intraventricular conduction delay (which) has replaced incomplete rbbb¿. Six weeks later the patient was seen by physician who noted ¿a new lbbb¿ and referred her to an ep. Patient was seen by ep specialist approximately three weeks later; the ep specialist ¿had no concerns of higher conduction abnormalities¿. No pacemaker was required. A 24 hour holter monitor was planned for four weeks later in an attempt to continue monitoring. There is no allegation of bioprosthetic valve dysfunction. A corrected supplemental report is being submitted.

Event description:
As initially reported, the patient had an unspecified conduction/native pacer disturbance roughly four weeks post procedure, requiring a pacemaker. Additional information from the medical records received: patient underwent successful tavr by ta approach. She had a history of atrial fibrillation with incomplete rbbb; preop EKG confirms afib with incomplete rbbb. Post procedure EKG showed afib with "intraventricular conduction delay (which) has replaced incomplete rbbb". Six weeks later the patient was seen by physician who noted "a new lbbb" and referred her to an ep. Patient was seen by ep specialist approximately three weeks later; the ep specialist "had no concerns of higher conduction abnormalities". No pacemaker was required. A 24 hour holter monitor was planned for four weeks later in an attempt to continue monitoring.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in edwards technical summary ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case the mechanisms described above appear to be contributing factors to the conduction/native pacer disturbance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the tvt registry, the patient had a conduction/native pacer disturbance and required a pacer while being hospitalized.